Event description:
It was reported by the sales representative that ten days postoperatively following an unknown procedure, the surgeon stated that the anastomosis fell apart and the patient required emergency surgical intervention.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: I do not have any additional information on this product complaint. All that was reported to me was that the patient had to have emergency surgery and is recovering normally. There was no mention of ¿leak¿. 10 days post op the surgeon stated the anastomosis fell apart and the patient had an emergency surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.